Event description:
On (B)(6) 2012, the patient underwent an unspecified surgery. On (B)(6) 2013 the patient presented with constant back pain and left sciatica. On (B)(6) 2013, the patient presented for followup complaining of low back pain and burning sensation radiating to abdomen. Physician diagnosed lumbar degenerative disc disease and left foot drop. Per the physician¿s notes, ¿the patient recovering slowly from surgery performed in (B)(6) 2012. He is now having some improvement in knee extension and foot dorsiflexion. Surgery was on (B)(6) 26, 2012. He has some persistent pain, is ambulating well. His wound is healing well. He is making slow but steady recovery, and he has recent x-rays which showed slow but steady healing of the spine with good alignment and good placement of instrumentation. Overall, I predict further recovery over time. He is now 6 months after surgery and I predict that after year, he will have increased strength and diminished pain.¿

Event description:
It was reported that the patient presented with lower back injuries that failed conservative treatment including a 6-week course of therapy, medication and steroid injections. Imaging studies allegedly indicated disk dehydration at l3-4 and l4-5 and an l5-s1 disk herniation. The patient underwent an l4-l5-s1 tlif with application of an interbody cage, l4-s1 posterior segmental instrumentation, rhbmp-2/acs, interpretation of fluoroscopy, microdissection, local autograft, allograft and regional block. The initial reporter alleges that the physician describes the microdissection technique in the surgical note, but does not indicate he actually used the operating microscope during the procedure. In addition, the initial reporter alleges that the physician did not perform threshold stimulation after placing the pedicle screws, and was unaware that the left l5 pedicle screw had breached medially into the spinal canal and lateral recess allegedly injuring the left l5 nerve root. At 5 days post-op, the patient reportedly returned to the physician complaining of increased pain and numbness describing 'agonizing back pain.' At 48 days post-op, a CT scan reportedly reveals that the pedicle screws breached the lateral recess on the left side affecting the l5 nerve root, and that a bone graft at the l5-s1 disc space extended into the region surrounding the s1 nerve root. At 49 days post-op, the patient presented complaining 'of pain that he rated a 10/ 10.' At 70 days post-op, the patient presented complaining of 'severe pain as a 9/ 10.' At 77 days post-op, the patient presented complaining of throbbing and aching pain and was referred to pain management. At 142 days post-op, a CT scan of the lumbosacral spine reportedly demonstrated the left l5 pedicle screw was breaching into the spinal canal and traversing the lateral recess. Approximately 6 months post-op, the patient's pain reportedly 'became so unmanageable' that he presented to the ER for treatment. At 190 days post-op, the patient underwent a revision surgery by a different surgeon to correct the prior surgery. The surgeon diagnosed the patient with left foot drop, left side stenosis, migration of hardware, posterior migration of interbody graft and left-sided overgrowth of bone surrounding the nerve root. Reportedly the surgeon assessed "during this surgery that the left l5 screw had 'migrated'." Per the initial reporter, 'the left l5 screw could not migrate, as it was held in alignment by the l4 and s1 screws and the interlinking rod. Therefore, the screw had been misplaced at the time of [the index] surgery.' The revision surgery consisted of a hemilaminectomy on l5-s1, exploration of fusion, uncovering and removal of bone at l5-s1, removal of l5 pedicle screw, and placement of nonsegmental rod spanning l4 to sacrum on the left. The doctor then noted that the patient had left-sided overgrowth of bone surrounding the nerve root. Reportedly, the patient has permanent injuries. No additional information was provided.

Event description:
On (B)(6) 2012 the patient was transferred to rehab status post lumbar surgery with low back pain and muscle spasms. Per the physician's notes, the patient had "decreased function" pain was rated as 9/10. Patient was diagnosed with spinal stenosis. Given percocet 3/525 mg daily along with physical therapy, oxycodone, lorazepam, and temazepam. On (B)(6) 2012, the patient received "2 rbc's pack blood transfusions." On (B)(6) 2012, a heel decubitus was noted. The patient's low back pain was noted to be 6/10. On (B)(6) 2012, the patient presented for evaluation. Per the physician's notes, "redness noted at side, per nursing staff patient gets site wet when in shower. Education given to patient about the importance of keeping site dry and clean." The patient's low back pain was noted to be 10/10. On (B)(6) 2012, the sutures were removed and the patient was discharged.

Manufacturer narrative:
(B)(4).

Event description:
The patient was admitted on (B)(6) 2004 with diarrhea for 2 days, pain x 1 month, left-sided temporal headache and fever for 2 days. Imaging studies indicated "staple rows and rings from gastric bypass noted in the left upper quadrant." No findings to explain the patient's pain. The patient was discharged (B)(6) 2004.

Manufacturer narrative:
Interbody cage, posterior instrumentation, autograft, allograft. (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
(B)(6) 1998 patient presents with ¿muscle twitching, jaw stiffness and dizziness.¿ (B)(6) 2003 patient presents to the emergency department with a chief complaint of neck/lower pain and lacerations as a result of a vehicle accident. Pt. Labs and x-rays were negative for fractures. Pain meds were prescribed. (B)(6) 2006 patient presented to the emergency room with back and right toe pain. ¿severe back pain yesterday when (pt.) Was jumping and landed on (pt.) Neck in a bounce house. Denies loc. States pain radiates to legs at times. Also c/o pain and swelling to rt big toe. ¿ three views of the lumbar spine demonstrate no fracture, subluxation or dislocation. This is mild narrowing of the l5-s1 disc space consistent with mild degenerative changes. Bony structures are well mineralized. Three views of the cervical spine demonstrate prevertebral soft tissues to be unremarkable. The airway is patent. The vertebral body heights and disc spaces are maintained. The bony structures are well mineralized. No obvious fracture noted. Three right foot views show no evidence of fracture or dislocation. (B)(6) 2007 patient presented to emergency room for foot pain. Patient states that a glass was dropped and broken on right foot. (B)(6) 2008 patient presented to emergency department complaining of chronic low back pain, moderated to severe, constant, aggravated by lifting heavy objects. Pain radiates down both the back of both legs. Pt. States ¿just needs stronger pain medications until (pt.) Can get to see a doctor.¿ (B)(6) 2008 patient presented for initial consultation. Musculoskeletal: pertinent findings include severe paravertebral muscular spasms with pain on extension at 15-30 degrees with positive patrick's tests bilaterally. Positive sacroiliac joint pressure tests bilaterally. Straight leg raise bilaterally with pain into the l4-l5 and l5-s1 nerve distribution. Diminished reflexes bilaterally at both the knee and ankle jerks. MRI of the lumbosacral spine shows at l4-5 there is a small central, left paracentral disk herniation that flattens the thecal sac and partially encroaches the origin of the left neural foramina. At the l5-s1 level there is a small to medium-sized central disk herniation that flattens the thecal sac, with not nueral foraminal encroachment (B)(6), 2008 patient presented to have epidural steroid injections done at l4-l5, l5-s1.. Patient¿s urine tested positive for marijuana. (B)(6) 2008 patient is having a small component of radiculopathy in the left knee. Patient received an epidural steroid injection at l4-l5, l5-s1. (B)(6) 2010 bp: 120/79; wtg: (B)(6); temp: 99.1; pulse: 100 patient presented to the emergency department with a vehicular injury to the lower leg. Patient was side swept by a tow truck. Pt. Reports thigh pain, calf pain, neck discomfort. Multiple axial images of the cervical spine were obtained and vertebral bodies are normal in height, configuration and alignment. Mild reversal of cervical lordosis at c4-5. Osteophytes arising from the super aspect of the atlanto-odontoid joint. Mild posterior disc bulge at c4-5 resulting in mild spinal canal stenosis. Four views of the right knee show an orthopedic screw at the proximal tibia metaphysis. Loss of disc height at l5-s1 level. (B)(6) 2010 patient came in for pre-op clearance. Patient reports (for pre-op clearance purposes) having ¿gastric bypass surgery about 9 years ago, right knee meniscus surgery about 15 years ago both of which were uneventful. Patient reports taking soma and percocet, both of which ran out recently. Patient admits to social drinking and smoking marijuana daily.¿ patient is scheduled for lumbar fusion on (B)(6) 2010 all x-rays and labs were unremarkable (B)(6) 2010 lumbar fusion (B)(6) 2011 patient presented with back pain. Patient has pain in limb, difficulty walking and foot drop. Surgeon removed left l5 screw; fusion l4-s1. Patient was transferred to nursing facility after surgery. Patient had previous spinal surgery (B)(6) 2010. Patient is semi-homeless and was discharged to friend¿s home (B)(6) 2011. (B)(6) 2012 patient presented to the emergency department with right arm pain . Pt had an acute fracture involving the proximal right 3rd metacarpal.